Manufacturer narrative:
Device analysis: one cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing, that the lens was damaged and that there was damage to the latch lock. Functional testing involved accuracy testing and showed that the pump was found to be within specifications. Based on the investigation, the reported issue of over infusing could not be duplicated. The complaint allegation of over infusing was not confirmed. The damaged lock latch assembly was replaced, but there was no over infusing fault found with the device. The problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump was reported to have over infused. It was also reported that the latch lock handle was bent. No known adverse effects to patient.